Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx drug eluting stents were implanted, three in the lad and one in the 1st obtuse marginal. Approximately 19 months later, the patient suffered heart failure. Patient was hospitalized and given IV diuretics but suffered a non-sudden cardiac death 3 days later. The investigator and the sponsor assessed the event as not related to the device or the anti-platelet medication.